Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient reported that dipping (the peg tube) was not possible for 4 days and an unknown person at the hospital told the patient not to dip anymore. A general practitioner visited the patient but was unable to help and noted that the stoma site was smelly, had a fibroma along with inflammation and redness. The patient reported that there was a suspicion of a buried bumper and had been hospitalized since (B)(6) 2019 due to an inflamed insertion site. During an endoscopic procedure, a "severe" buried bumper was found with a combination of an abscess. It was reported that removing the tubing was very difficult and the patient lost a lot of pus and blood but was controlled quickly. The patient received a new peg tube with directions of the internal bumper of the peg tube not to touch the stomach wall to promote healing.